Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that the two hurricane rx dilatation balloons were used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon developed a puncture and popped before reaching the desired pressure. The same issue occurred with the second hurricane rx dilatation balloon. The dilation portion of the procedure was unable to be completed, and the physician proceeded with the procedure. There were no patient complications reported as a result of this event.